Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the receiver data log confirmed a hardware error code. The complaint of intermittent out of range was confirmed. The root cause was determined to be a hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.